Event description:
On (B) (6) 2010, the pt's mother reported the pt has experienced both low and elevated blood glucose beginning on (B) (6) 2010. The pt's blood glucose measured 50 mg/dl in the morning and 400-500 mg/dl in the afternoon. She stated erratic blood glucose was due to the inability to use the bolus calculator to manage the pt's blood glucose. She stated they had been calculating the pt's blood glucose manually. The pt did not require medical assistance from a healthcare professional or second party to address the issue. The infusion device was replaced and requested to be returned for eval.